Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The cutter was returned as is and will need to be replaced by the account. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the mesher had an incomplete mesh. Investigation found the cutter did not pass the mesh test. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse event was reported as a result of this malfunction.